Event description:
Attorney reported: the patient sustained injury and damages associated with his use of defective products, bard composix mesh and bard composix kugel mesh. The patient suffered damages. Specifically, as a result of having the bard composix mesh and bard composix kugel mesh implanted in him, the patient suffered disabling pain and required surgical intervention.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned not has a specific product problem been reported. No conclusion can be drawn at this time. Information related to the composix kugel mesh included in the event description will be reported.